Event description:
Essure device broke off, perforated fallopian tube, after 18 months of insertion and migrated to outside of uterus and attached itself there. Due to this, I had 2 surgeries ultimately leading to a complete hysterectomy. After the first surgery because of the foreign object on my uterus, it was extremely infected and I was on a serious of antibiotics. This did not clear up and after consulting with my dr we opted for the hysterectomy. After reading my medical records, the doctor clearly states that the problems I had been having were clearly related to the malfunction of the essure device.